Manufacturer narrative:
The standing frame was originally shipped in october 2011, therefore the unit is over 8 years old, which is past the estimated life of the device. The patient is the original owner of the product and the patient used the product daily for a duration of 1 hour. Regular monthly maintenance checks were completed on the frame of the unit. After inspection of the returned parts, the caster broke off at the stem and part of the stem was still in the base. There was approximately 5/16" of the stem still on the caster. The other caster was not quite flush with the base. Although the unit was past the estimated life of the device, it was determined this occurred due to the caster not being flush with the base. When the caster is threaded tight up to the base the pressure on the caster is distributed throughout the base that contains the stem. When the caster is not threaded all the way into the base the pressure moves from the base of the stem to the caster stem. The caster stem alone may not be able to withstand the added pressure and in this case, it had broken. Altimate medical customer service addressed the issue and provided the customer with the proper replacement components. Altimate medical's qms rep also contacted the customer and informed them why this occurred, provided them with instructions to inspect their glider weekly and provided them with an additional owner's manual.

Event description:
Received a call from an end user where the right rear caster on his glider broke at the stem. This happened when the end user was transitioning from a standing position to a seated position. When the caster broke the user began to fall and his personal aide was there to partially catch him. They both ended up falling to the floor. Neither the user or the personal aide received any injuries from the fall.